Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent a left heel surgery to remove a heel cyst. During the procedure, rhbmp-2/acs was placed. At an unk time post-op, the pt developed a severe rash that was believed to be an allergic reaction. Reportedly, the pt had the rhbmp-2/acs removed and all symptoms have improved.